Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that two days after an implantable cardioverter defibrillator (ICD) changeout procedure they have an infection but that "it hasn't gotten far." Follow-up with the following physician yielded no information. The ICD remains in use. No further patient complications have been reported as a result of this event.